Manufacturer narrative:
(B)(4). Date sent: 9/21/2023. D4: batch # a9d56k. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: "please clarify how ¿the clips did not form properly¿ I was not given the exact number of malformed clips. Did device fire malformed clips? The clips fired but the crotch of the clip did not close and were loose on the duct. Did device fire scissored clips? No scissored clips were present did device drop or eject clips? No if other, please specify were there any patient consequences? If yes, please describe." An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form properly. A second device was opened, and the same thing happened the same lot number. A third device was opened from a different lot number it worked fine.